Manufacturer narrative:
(B)(4). The device was returned for evaluation of (B)(4). During evaluation, a functional test was subsequently performed on the device by refilling the reservoir with green color water. After fill, a leakage was observed at the welded area of the volume indicator port located inside the housing. Visual inspection did not identify any abnormalities that could have contributed to the leak. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13j018 was manufactured september 3, 2013 - september 6, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The assignable cause of the reported condition was due to an inadequate ultrasonic weld of the volume indicator to the port. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a half day infusor, a leak was identified at the welded area of the volume indicator port located inside of the housing. There was no patient involvement. No additional information is available.